Event description:
Drug/diluent: unk, fill volume: unk, flow rate: 10 ml/hr, procedure: na, cathplace: na. Nurse returned pump to pharmacy because the bolus button will not fill. The yellow indicator did not move when button was depressed.

Manufacturer narrative:
Method: the sample was received for eval full of medication and with the saf set at 10 and missing the saf key. The device was primed with the medication that was already contained in the device. Once primed bolus button was tested. The saf variable rate controller was set at 9 ml/hr. Results: test one took 27 seconds to empty and dispensed 4.93 grams of fluid, test two took 23 seconds to empty and dispensed 4.39 grams, and test 3 took 22 seconds to empty and dispensed 4.26 grams of fluid. Conclusions: all bolus testing was within spec. The DHR was reviewed and found the product met all manufacture and quality specs prior to release. Although the complaint was not confirmed, this product is under recall.